Manufacturer narrative:
(B)(4). Returned test strips observed to have black chemistry, which is an indication of improper storage conditions (humidity). No further investigation required. Defect found.

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed during call on (B)(6) 2015 produced result of e-3 upon insertion of test strip into meter port. Verified storage of product is not within instructed specification since they are retained in the in bathroom and not kept in original vial. Test strip lot manufacturer's expiration date is 12/22/2017 and open vial date is week of (B)(6) 2015. Adverse event not reported.